Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two shocks during induction testing. However, the first 65 joule shock was not effective at converting the patient's induced arrhythmia and the second 70 joule shock was not effective either. An external shock successfully converted the arrhythmia. Three days later, induction testing was performed once again, and two shocks at 65j in both polarities were not successful in converting the induced arrhythmia. Shock impedance was 85 and 81 ohms respectively, which aligned with prior testing. Once again, external defibrillation was required. Review of provided device data by technical services confirmed the electrode coil is between 6-7mm above the fascia, and system placement appeared to have mid-posterior s-ICD placement. Nevertheless, further system repositioning might be considered to lower defibrillation threshold (dft) test energy needs. Additional recommendations include confirming ast screening for appropriate sensing, verifying patient clinical condition and current drug regime, and providing a complete x-ray view when available. No additional adverse patient effects were reported. This s-ICD system remains in service. Additional information received indicates the patient underwent a revision procedure, and this s-ICD system was explanted and replaced with a transvenous system. Besides the intervention, no other adverse patient effects were reported. At this time, product return is not indicated.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two shocks during induction testing. However, the first 65 joule shock was not effective at converting the patient's induced arrhythmia and the second 70 joule shock was not effective either. An external shock successfully converted the arrhythmia. Three days later, induction testing was performed once again, and two shocks at 65j in both polarities were not successful in converting the induced arrhythmia. Shock impedance was 85 and 81 ohms respectively, which aligned with prior testing. Once again, external defibrillation was required. Review of provided device data by technical services confirmed the electrode coil is between 6-7mm above the fascia, and system placement appeared to have mid-posterior s-ICD placement. Nevertheless, further system repositioning might be considered to lower defibrillation threshold (dft) test energy needs. Additional recommendations include confirming ast screening for appropriate sensing, verifying patient clinical condition and current drug regime, and providing a complete x-ray view when available. No additional adverse patient effects were reported. This s-ICD system remains in service. Additional information received indicates the patient underwent a revision procedure, and this s-ICD system was explanted and replaced with a transvenous system. Besides the intervention, no other adverse patient effects were reported. At this time, product return is not indicated.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. However, objective evidence was provided by the customer, suggesting the cause of the difficulty converting the induced rhythm was the result of a system implanted sub-optimally. Therefore, no further actions are considered necessary, and the complaint investigation conclusion code is 'unintended use error caused or contributed to event.'

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two shocks during induction testing. However, the first 65 joule shock was not effective at converting the patient's induced arrhythmia and the second 70 joule shock was not effective either. An external shock successfully converted the arrhythmia. Three days later, induction testing was performed once again, and two shocks at 65j in both polarities were not successful in converting the induced arrhythmia. Shock impedance was 85 and 81 ohms respectively, which aligned with prior testing. Once again, external defibrillation was required. Review of provided device data by technical services confirmed the electrode coil is between 6-7mm above the fascia, and system placement appeared to have mid-posterior s-ICD placement. Nevertheless, further system repositioning might be considered to lower defibrillation threshold (dft) test energy needs. Additional recommendations include confirming ast screening for appropriate sensing, verifying patient clinical condition and current drug regime, and providing a complete x-ray view when available. No additional adverse patient effects were reported. This s-ICD system remains in service.